Event description:
The rptr did back to back blood glucose tests and got results of 63 and 103 mg/dl. Testing was done within mins using different fingersticks. She did not state any symptoms. Reviewed use of confirmation dot on test strip, strip insertion technique and use of control solution for testing. No further info was provided.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8